Event description:
During the index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the mid lad. Pt was discharged the following day. Pt was asymptomatic / free of symptoms at 30 day f/u. Approximately 1.5 months post index procedure the pt was hospitalized due to internal hemorrhoids. The location of the bleeding was identified as rectal. The pt underwent a colon biopsy and plavix was stopped. Pt recovered with treatment. The investigator assessed that there was no relationship between the event and the study device. At 6 month and 1 yr f/u the pt had cardiac status of stable angina. Pt was asymptomatic / free of symptoms at 1.5 yr and 2 yr f/u.

Event description:
The site reported a mi triggered event. It was reported that an mi occurred on the same day as the index procedure. Mi was categorized as a non q wave mi, in the territory of the target vessel.

Manufacturer narrative:
Evaluation results - inherent risk of procedure (myocardial infraction). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The gi bleed was secondary to internal haemorrhoids.

Event description:
It is reported that the patient expired approximately 38 months post index procedure. The cause of death was cardiorespiratory arrest. Investigator has assessed that the event was not related to the device.

Event description:
The patient death was also associated with myocardial ischemia and atherosclerotic heart disease.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): haemorrhage.

Event description:
Clinical events committee reported that the patient suffered an mi on the same date as death event. The event was not assessed for relatedness with device.